Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulator quit working again. They charged the ins fully yesterday and the ins died within an hour. The ins usually lasts a week. The patient hadn't fallen or made changes to their stimulation. No symptoms or further complications reported.